Manufacturer narrative:
Concomitant medical products: product ID: 6947-58 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with symptoms of pre-syncope. The right ventricular (rv) lead was noted to have chronically low r-waves and exhibited oversensing which led to pacing inhibition. In addition, there was undersensing noted on the right atrial (ra) lead. The leads remain in use. No further patient complications have been reported as a result of this event.